Manufacturer narrative:
Correction; h.6. (Patient code). The customer¿s report that the male luer cracked was confirmed. The sample was inspected for kinks, holes/tears in the tubing or damages to the components. A crack and stress fractures were observed on the nut/spin collar of the male luer lock. The crack was in the direction of the fluid flow and was observed to be approximately opposite the luer injection gate. No other damage or issue was observed. No testing was deemed necessary due to the confirmed damage. The root cause was not identified.

Event description:
It was reported that the tubing set male luer "cracked" during use on an adult patient. The customer further stated that it is unknown if there were any adverse effects caused to the patient from this event.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation. Patient age and dob requested but not provided, however, the customer stated that the patient was an adult patient.

Event description:
It was reported that the tubing set male luer cracked during use on an adult patient. The customer further stated that it is unknown if there were any adverse effects caused to the patient from the event.